Event description:
It was reported to resmed that a pt using an s8 elite flow generator saw flames on the power supply.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. There was no adverse event reported for this incident.